Event description:
The patient was enrolled in the mimics 3d USA post-market observational study. On (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) 6.0 x 125 mm stent to treat a denovo lesion in the right superficial femoral artery (sfa) distal third to proximal popliteal artery. A retrograde approach was used and the lesion was pre-dilated with percutaneous transluminal angioplasty (pta) and atherectomy. The treated segment was post-dilated with pta. On (B)(6) 2022, a restenosis of the treated segment (target lesion) was identified and it was reported as not related to the device and not related to the procedure. It was reported as being related to a worsening pre-existing condition. The patient had severe multi-level flow limiting disease of the right femoropopliteal artery. It was target lesion-related. It was reported as not serious but it required medication to treat the event but no percutaneous intervention was required. The event was originally reviewed by veryan on 22-may-23 where it was considered possibly device related. As it was reported as not serious and had not required any medical/surgical intervention at the time it was not reportable but following receipt of additional information on 15-mar-24, as this event led to the need for medication it was considered reportable. The outcome was reported as continuing. The device remains implanted.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
Additional information was received by the site and reviewed by veryan on 22-jul-2025 that this event was ongoing at the study exit.